Event description:
End user reports that item 831165 lot 69733 is bending upon insertion of the medication vial. User would not disclose the type of medication being used. User was offered a replacement and declined due to requesting product that mhc does not carry.

Manufacturer narrative:
Retained lot samples for product lot 69733 were tested for needle sharpness. No abnormalities were found during testing.

Manufacturer narrative:
Initial trend analysis for lot 69733 was conducted, no malfunctions were found. This is the only complaint for lot 69733. Further investigation will be conducted to determine the root cause of complaint.

Event description:
End user reports that item 831165 lot 69733 is bending upon insertion of the medication vial. User would not disclose the type of medication being used. User was offered a replacement and declined due to requesting product that mhc does not carry.